Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review result code(s): (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, device history record review, medical review, and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic folded over. A piece of the other haptic was torn off and missing. The lens was returned dry and there were particles stuck on the lens surface. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -13.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted due to excessive vaulting and narrow angles. The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: (process evaluation): device history record review result: (operational problem): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review, device history record review and the product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter indicated when the lens was exchanged the problem was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the lens was explanted on (B)(6) 2016.